Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead with the implantable cardioverter defibrillator (ICD) exhibited high, out-of-range (oor), pacing lead impedance measurement of more than 2,000 ohms. Noise with oversensing was also noted but without pacing inhibition. This implantable cardioverter defibrillator (ICD) then delivered inappropriate shock and multiple oor impedance measurement was also noted thereafter. Subsequently, this lead was found fractured; however, noise was not reproduced. During the procedure, there was mild resistance at the suture sleeve when the physician tried to pass a stylet through the lead; impedance measurement was steady and no noise was detected. The pace sense portion of the lead was abandoned surgically and replaced while the shocking portion remains in service. No additional adverse patient effects were reported.